Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead was fractured. The lead was explanted and replaced during a routine replacement of pulse generator.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.2 - 10.3 cm in three locations on the distal tip, consistent with damage caused by friction to another implanted device. The proximal inner coil found to be fractured at 20.1 cm from the distal tip.